Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not be determined. The instructions for use lists hemolysis, stroke, and bleeding as potential adverse events that may be associated with the use of the left ventricular assist system. Review of the submitted system controller log file showed no adverse alarms or events, and no notable changes in pump parameters. No further information was provided. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2015 the patient was administered thrombolytic therapy (metalyse) and was continued on IV heparin. On (B)(6) 2015 it was reported that the patient suffered a hemorrhagic stroke resulting in right sided hemiplegia and aphasia. The neurologist recommended starting the patient on low molecular weight heparin. On as of (B)(6) 2015, the patient's hemiplegia and neurologic condition was reportedly improving. The patient remains in the hospital and was also diagnosed with bronchopneumonia that is being treated with antibiotics. The patient remains ongoing on lvad support.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was hospitalized with hematuria and an increase in lactate dehydrogenase levels to approximately 1200 u/l. A heparin infusion was started. No additional information was provided.